Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the patient was not having communication issues with their patient programmer/handset to the rep's knowledge. The rep does not believe it is possible the ins is implanted too deep.

Manufacturer narrative:
Concomitant medical products:: product ID: a610, serial#: unknown, product type: software, product ID:8880t2, serial#: (B)(4), product type: accessory; product ID: 8880t2, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). It was reported that the rep did a programming session today and the accounts tablet/communicator was showing odd behavior. The patient was wearing a sleeve holding the communicator over the ins but the communicator was constantly beeping and losing connection. The rep at one point physically held the communicator over the ins but still had the issues. In the middle of programming, they attempted to increase amplitude and the screen was freezing, the amplitude would not increase I value, and no buttons would respond on the screen. They couldn¿t turn the ins off and the screen dimmed in brightness. The rep removed the communicator from the ins to try and get a response from the app. They tried rebooting the communicator and the app showed system error 0x47f868d3 and they had to restart the app. The physician switched tablet and communicator but the same issue occurred. The communicator was constantly losing connection with the ins. At the end of the session, the rep used their equipment and there were no issues. The rep requested the communicators get replaced. The caller mentioned that the patient's ins had migrated toward the cleavage area. No symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the ins migration was not determined. This was strictly their observation and was not anything that was discussed by the physician or patient. No actions were taken to resolve the ins migration and the issue did not resolve.